Event description:
It was reported that during procedure when the subject balloon catheter was injected in the body with a 1cc syringe at the prescribed volume, the balloon got burst. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during procedure when the subject balloon catheter was injected in the body with a 1cc syringe at the prescribed volume, the balloon got burst. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. D4 gtin - corrected. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. There were no abnormalities such as air, leaks, or poor expansion when the balloon was expanded outside the body at the preparation. There was no resistance when the 0.014¿ gw was inserted. After the gw was inserted, the entire system was flushed, and 50% saline-contrast mixture confirmed it was flowed. No friction and resistance were felt at the hub of the guiding catheter. The contrast agent was diluted 60%. A 1cc syringe was used to inflate the balloon in the body. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue ¿balloon failed to inflate¿ and ¿balloon burst/ruptured during use¿.

Event description:
It was reported that during procedure when the subject balloon catheter was injected in the body with a 1cc syringe at the prescribed volume, the balloon got burst. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. H6 type of investigation - method code grid - updated. H6 investigation findings - results code grid - updated. H6 investigation conclusions - conclusion code grid - updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the balloon catheter shaft was kinked 13.8cm from the distal end. The balloon catheter hub was blocked with dried procedural fluid. No other anomalies were noted. During functional inspection, an unsuccessful attempt was made to flush the device and advance a demo synchro guidewire, the balloon catheter hub and shaft were found to be blocked/occluded. The distal balloon catheter was cut in order to inflate the balloon. The balloon was attempted to be inflated and noted to be leaking at the tear/hole/perforation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed, and it was confirmed that the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. There were no abnormalities such as air, leaks, or poor expansion when the balloon was expanded outside the body at the preparation. There was no resistance when the 0.014¿ guidewire gw was inserted. After the gw was inserted, the entire system was flushed, and 50% saline-contrast mixture confirmed it was flowed. No friction and resistance were felt at the hub of the guiding catheter. The contrast agent was diluted 60%. A 1cc syringe was used to inflate the balloon in the body. Analysis of the returned device found the balloon catheter shaft was kinked/bent. An unsuccessful attempt was made to flush the device and advance a demo synchro guidewire, the balloon catheter hub and shaft were found to be blocked/occluded. The distal balloon catheter was cut in order to inflate the balloon. The balloon was attempted to be inflated and noted to be leaking at the tear/hole/perforation. The reported defect ¿balloon burst/ruptured during use¿ and the as analyzed defects 'balloon has hole/perforation during use, balloon catheter shaft blocked/occluded, balloon catheter kinked/bent and device difficult to flush will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.